Event description:
It was reported that the device has cracked case and keep shutting off. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol(B)(4) , as a result of warning letter cms#(B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The top case was chipped and cracked. Depleted battery alarm was found in pump event history log. Reported problem was able to be duplicated during power up tests. The battery was at 15 percent and would go right into depleted state after start-up. The root cause of the reported issue was found to be customer induced. Battery was from a different vendor. Actions were taken to mitigate the reported issue: replaced battery and damaged top case. UDI information is unknown.